Manufacturer narrative:
The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. The surgery was completed successfully. Device lot was not provided. Device was not returned. Investigation cannot be completed.

Event description:
The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. The surgery was completed successfully.